Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the errors upon inspection. The fse replaced the axes controller platform (acp) to address the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This acp cfg unit was returned for failure analysis, and the reported error 319 was confirmed but not replicated. In remote fe, this error 319 was found indicating a node configured to be present did not respond during system starting up. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed and tested on the test xi system, ran through 12 power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remain on the system for overnight idling in normal mode with no issue. The complaint was confirmed based on the field evaluation, however, failure analysis was unable to replicate the issue. A review of the site's system logs for the reported procedure date was conducted by an intuitive quality engineer. Investigation revealed the following possible related system errors: multiple instances of error 319 (acp node not present at startup) on december 18th, noted at 10:14, 10:21, 10:27, 10:38, 2:09, 2:13, 2:50, 3:15 (utc). While a definitive root cause cannot be established, the probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle. In certain cases, part replacement is required.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The cfg acp (axes controller platform) component was replaced to resolve the identified system error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer-reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with urinary diversion procedure, the customer was experiencing a repeated recoverable fault 319 when they were about to dock the patient side cart (psc) to the patient. Before calling into technical support, the customer had already rebooted the system and exercised the circuit breaker without success. An intuitive surgical, inc. (Isi) technical service engineer (tse) was called, and they asked the customer to disable the affected universal surgical manipulator (usm) and recover the error. The tse confirmed all usms were lighting blue, but psc drive and boom repositioning were not possible. The tse suspected the psc gantry was missing nodes. The tse guided the caller to power the system off and exercise emergency power off (epo) on the psc without any improvement. The tse confirmed with the surgeon that the boom's current position, which was completely stowed, was not suitable to perform the procedure. The procedure was aborted. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that the procedure was aborted due to the error which did not allow the customer to modify the boom position. The customer inspected the system as usual prior to use and there were no issues noted during system set up; the fault did not appear until the first incision had been made, and they were preparing to dock. The procedure was expected to be rescheduled.